Event description:
Customer reports that sensor continues to say "meter blood glucose now" every fifteen minutes. Customer was able to clear alarm. Customer reports to have given a bolus every time she had high blood glucose. Customer was advised on the appropriate time for giving a bolus delivery. Customer's blood glucose was 498 mg/dl. Customer declined to troubleshoot for high blood glucose due to knowing the reason for high blood glucose. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.